Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device exhibited intermittent unresponsiveness of the sleep/wake button, with the user describing the button as working inconsistently and occasionally accompanied by vibration feedback; the device could be unlocked after removing the case and following guidance to restart and test the button, after which it functioned through multiple lock/unlock cycles. Symptoms included no adverse physiological effects. Outcomes included no impact on health status and no medical intervention. Investigation included user troubleshooting, device restart, functional testing of the wake button, and education on continued monitoring. Investigation of this case revealed that the device performed as expected during post-restart testing and no alerts or alarms occurred. It was concluded that the event involved an intermittent mechanical interface or user interaction issue that could not be reproduced after restart, with no evidence of a device failure affecting therapy.